Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The 3.50x20mm taxus liberte drug eluting stent had lifted struts that were visibly noticed outside the pt before predilatation occurred. To complete the procedure, the physician implanted a non-bsc stent in the unspecified target lesion with no complications to the pt. The pt's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records show the device met its material, assembly and product specifications. The most probable root cause is determined to be handling damage.